Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (serial#(B)(4)) found no significant anomalies. The ins had acceptable telemetry and the ins had reached eri (elective replacement indicator). Analysis identified that the connector wires in the ins were cut; consistent with explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 3708160, serial# unknown, product type: extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3708160, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - radiculopathy. It was reported that an issue occurred intra-op. It was reported there was difficulty/unable to disconnect components. The manufacturer's representative reported during normal battery replacement the doctor noticed a yellow substance inside body of extension and the doctor was unable to remove extension from the neurostimulator (ins). The doctor needed to cut the ins header to remove extension. The rep stated the doctor was unable to push the extension all the way into the new ins header. It was reported that damage was caused during the procedure. It was reported the components causing the issue were the ins from lead or extension. It was reported the doctor wanted to leave old extension and see how it worked. Rep stated only 3 out of the 8 contacts were working. Ins to be sent back for analysis. No further complications were reported/anticipated.